Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced battery depletion that did not meet customer's expectations. The ICD was explanted and replaced. It was also reported that the left ventricular (lv) lead had high threshold and became dislodged. The lv lead was capped and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found.